Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a (B)(6) female plaintiff in united states on 25-oct-2016 who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent birth control. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal pain, abdominal bloating, and excessive weight gain. She has never experienced any of those conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. On (B)(6) 2016, she underwent surgery to remove her essure coils. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain/ chronic pelvic pain followed by removal of coils, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 6-dec-2016: ptc investigation result. Company causality comment: this case report was received from a lawyer on behalf of (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and she presented increasingly severe pain/ chronic pelvic pain followed by removal of coils, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this case, the event started after essure insertion. Considering this information and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("fragment of coil was removed out through trocar") and pelvic pain ("increasingly severe pain / chronic pelvic pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multi gravida, pelvic pain, abdominal pain and obesity. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced device breakage (seriousness criterion medically important), pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating") and abnormal weight gain ("excessive weight gain"). The patient was treated with surgery (laparoscopy, lysis of adhesions, essure coil removal, bilateral salpingectomy destruct endometriosis). At the time of the report, the outcomes for pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, abdominal distension and abnormal weight gain were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, device breakage, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: 3 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 63.24 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indication: post essure placement (B)(6) 2014. Both coils demonstrate satisfactory location and are located within the fallopian tubes with their proximal portions near the cornua. Both coils demonstrate satisfactory occlusion and contrast is visualized up to but not beyond the coils. The uterus has normal triangular configuration, size, and position. The patient tolerated the procedure anc there are no immediate complications. Impression: bilateral satisfactory location and occlusion. Final: fluoroscopic hysterosalpingogram. [Pathology test] on (B)(6) 2016: clinical diagnosis: pelvic pain. Operative procedure: diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure coil removal. Specimen: a. Left and right fallopian tubes. Pathologic diagnosis: left and right fallopian tubes: transected fallopian tube material. Gross examination: distinct coil is not evident. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-dec-2023: quality safety evaluation of ptc. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") and device breakage ("fragment of coil was removed out through trocar") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, multi gravida, pelvic pain, abdominal pain and obesity. Previously administered products included: depo provera. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain") and device breakage (seriousness criterion medically important). The patient was treated with surgery (laparoscopy, lysis of adhesions, essure coil removal, bilateral salpingectomy destruct endometriosis). At the time of the report, the outcomes for pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, abdominal distension and abnormal weight gain were unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, device breakage, heavy menstrual bleeding, pelvic discomfort and pelvic pain to be related to essure administration. The reporter commented: 3 visible rings on the right and 3 visible rings on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 63.24 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: indication: post essure placement on (B)(6) 2014. Both coils demonstrate satisfactory location and are located within the fallopian tubes with their proximal portions near the cornua. Both coils demonstrate satisfactory occlusion and contrast is visualized up to but not beyond the coils. The uterus has normal triangular configuration, size, and position. The patient tolerated the procedure anc there are no immediate complications. Impression: bilateral satisfactory location and occlusion. Final: fluoroscopic hysterosalpingogram. [Pathology test] on (B)(6) 2016: clinical diagnosis: pelvic pain operative procedure: diagnostic laparoscopy, lysis of adhesions, bilateral salpingectomy, essure coil removal. Specimen: a. Left and right fallopian tubes. Pathologic diagnosis: left and right fallopian tubes: transected fallopian tube material. Gross examination: distinct coil is not evident. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: for essure: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: device breakage event added. Reporters, medical history, lab data,patient information, non drug treatment added. Further company follow-up with the consumer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.